Manufacturer narrative:
(B)(4). The hospital biomedical engineering staff evaluated the customers device and therapy cable and was unable to duplicate the reported issue. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records. After reviewing the records, there is no indication in the data that the device users attempted to charge the defibrillator. Physio observed proper device operation through functional and performance testing and returned the device to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event, the nursing staff attempted to deliver defibrillation energy to a patient however, the device failed to charge. The biomed reported that there were two other devices used after the use of this device. No other information is available for patient information or outcome. The customer advised that they were unable to provide any information about the patient.